Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with rainbow glare five days post uneventful lasik. Glare was noted to be worse in the left eye than right eye. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-17719.

Event description:
Upon follow up, no intervention was noted at the last post-operative visit.